Manufacturer narrative:
Corrosion was observed on the mechanism rails and printed circuit board (pcp), resulting in low batteries. An external power supply was attached to the pcb to retrieve data. The pod generated an 0xcd alarm, indicating lvd interrupt was detected. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal soft cannula damage and subsequent leak is confirmed as the root cause of the low batteries and reported 0xcd low voltage detection alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 399 mg/dl between 4 and 24 hours of wearing the pod on their arm. The patient's mother reported an alleged pump failure occurred, and the phone app was not being used at all when the controller alarm occurred. The investigation found a tear in the cannula.